Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to treat a 100% occluded in-stent restenosis in the mid right coronary artery (rca). The physician encountered difficulty in obtaining adequate unknown guidewire access to the target lesion. The physician also encountered difficulty in advancing an unknown maverick balloon to the target lesion. The physician was finally able to predilate the target lesion with the maverick balloon. The physician attempted to advance an unknown taxus express2 drug eluting stent, but was unable to cross the target lesion. The initial taxus express2 was exchanged for a 3.0x24mm taxus express2 des which was also unable to cross the target lesion. When the device was removed, a lifted proximal stent strut was noticed. The physician attempted to advance an non-bsc balloon catheter to the target lesion but it was also unable to cross. The physician then decided to abort the case. There were no patient complications reported with the patient condition reported as "pain free, hemodynamically stable, and stable".